Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user fault, lack of maintenance/ filter exchange combined with not reacting on blower temperature alarms. Initiated blower and main board replacement however, warranty claims is declined due to the issue was found to be an end user fault.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support received the log file from the customer and it was seen that high temperature blower alarms were triggered multiple times. According to logs, blower temperature reached 123.3 degrees celsius; and the blower pressure was too low or not stable. Alarm 401 (inspiration valve or device leaky) was also triggered followed by alarm 317 (hardware failsafe failed). Technical support requested the customer to do blower function test, and it is showing that the blower speed is not up to specifications. Blower failure due to clogged filters have been suspected. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported that alarm 317 (hardware failsafe failed) was active on their bellavista 1000 ventilator. Patient involvement is not known at this time.